Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the display on the customer's insulin pump freezes when changing screens. Customer's blood glucose level was unknown. Troubleshooting was declined. No significant event leading up to the incident was mentioned.